Event description:
It was reported that during an oral procedure the bur guard melted onto the nose cone of the handpiece. There was no patient injury and the procedure was able to be completed successfully as planned.

Manufacturer narrative:
The product was received at the manufacturer and a quality investigation was performed. According to the investigator, the handpiece was received with a bur guard melted onto the nose cone. The bur guard was pushed up past the shoulder of the spindle housing on the handpiece. Also the teeth on the bur guard were flared out and the bur guard did not lock into the run position correctly. The melting of the bur guard was most likely caused by the bur guard being pushed up onto the handpiece during use. When this happens the nose cone comes into contact with the bur guard and the friction can melt the bur guard. The flared teeth on the bur guard indicate that the bur guard was autoclaved on the drill although the IFU states that this should not be done. The failure appears to be a result of the abnormal treatment of the product at the account.